Event description:
On (B)(6) 2012, pt reported she experienced a hypoglycemic coma and was hospitalized for 1 week in (B)(6) 2011, while using the infusion device. Her blood glucose was 249 mg/dl the night before the incident, and she delivered a correction bolus (amount unk). Her husband noticed she was cold and unresponsive the next morning. He transported her to the hospital, and she was in a coma for 1 week and treated with a glucose infusion. Her blood glucose was "not registered" at the hosp due to being too low. Her target blood glucose at the time of the incident was 120-180 mg/dl. The hosp advised her to discontinue use of the infusion device due to "constant delivery" of insulin during the night. She started using a competitor's infusion device 9 months after the incident. Pt reported she does not know if the infusion device malfunctioned but does not know what caused the hypoglycemic event. Pt has experienced memory loss as a result of the coma. The infusion device was requested for eval, and she was unable to verify the serial number. The accessories in use at the time of the incident have been discarded.